Manufacturer narrative:
The hillrom technician found the unit auxiliary power cord was frayed with copper wire showing and sparking and needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all progressa® bed components are functioning as originally designed. The user manual instructs that power cords require inspection routinely to ensure no damage has occurred during use. The manuals also include warnings such as incorrect use or handling may result in damage to the power cord. They also instruct that if damage has occurred remove immediately, and to properly remove the power cord from the electrical outlet during transfer or movement of the device. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the auxiliary power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the auxiliary power cord was frayed with copper wire showing and sparking. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).